Event description:
The account alleged the brake caster will set but will not swivel when the brakes are set. No report of injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.